Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the white pulse wire was open inside the distribution node (dn). The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.